Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). Product event summary: analysis confirmed the reported event. Sensitivity and sensing was low. The device was then calibrated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event. The device was then calibrated. (B)(4) .

Event description:
It was reported that sensing was low. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.